Event description:
It was reported that during procedure, the tip of the anchor broke. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it met print specifications. The inserter tines that interface with the anchor were also examined and noted to be bent and twisted. The condition of the anchor indicates it was subjected to excessive force during insertion.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.